Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dc extension cable green end pulled off. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning as it was discarded.